Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-11717 for the esheath event. Additional information was provided for evaluation. The site knew from the CT scan that the aorta was very tortuous (which they approached using a lunderquist guidewire.  The physician had the idea to remove the balloon from the valve by pulling it against the esheath, let the valve stay and then use another balloon to deploy the valve into the descending aorta. However, it was not possible to get the balloon out of the valve. Multiple sheaths were used and exchanged resulting in loss of wire.  The sheath exchanges and maneuvering of the partially expanded valve/torn sheath then caused a dissection in the iliac artery. The physician commented that the valve was a little bit off the markers which he thought was a result after crossing the calcified av.  During withdrawal, difficulties were experienced so the team cut the end of the delivery system. The physician mentioned that he never cut the balloon, he cut the shaft of the system and tried to advance the sheath to get the balloon out of the system without success. It is believed that the balloon was damaged during the attempt to push the valve inside the sheath, the balloon could have been caught by the edge of the valve. Cine was provided for review. CT imagery reveals severe aortic tortuosity. The aortic valve and leaflets were very calcified. The thoracic aorta has an s-curve, revealing tortuous anatomy that would make it unlikely for valve alignment to occur at a straight section. In addition, positioning of the bav reveals a horizontal aorta. The valve was not fully centered between the markers before deployment, indicating possible tension in the system. During valve deployment, the balloon only inflates minimally, and the distal end of the valve expands slightly. During retrieval of the partially expanded valve, the valve is partially retrieved into the sheath and damage can be seen on the esheath. The seam is split and the c-marker band is around the valve. A second esheath is inserted in attempt to retrieve the valve. The commander delivery system was returned to edwards lifesciences for evaluation with the loader and esheath. The delivery system was cut, with the distal end of the balloon shaft, guidewire shaft, and flex shaft separated. The full loader assembly was over the flex shaft, the distal end of the flex shaft was inserted in the esheath, and a tubing was attached to the y-connector. A guidewire was fully inserted in the distal section of the guidewire shaft. The device was visually inspected. There was a full radial tear on inflation balloon proximal to the balloon pumpkin. The inflation balloon material appeared bunched and twisted. The proximal end of the inflation balloon was attached to the balloon shaft. The balloon was inspected post-decontamination. There appeared to be no missing pieces. The balloon spring was slightly stretched. There was no tear on the crimp balloon observed. Flex tip gouges were present on one side, indicating the presence of valve diving. The guidewire shaft was cut; the proximal section of the guidewire shaft was still attached to the y-connector. The cut balloon shaft and flex shaft were compared next to a sample commander to determine where the shafts were cut. The guidewire shaft of complaint device was compared to sample a commander; the guidewire shaft of complaint device appeared stretched. Sem images of the balloon were taken. Punctures were seen on the distal section of the balloon near the radial tear. The puncture appeared to have occurred from the proximal to distal end of the balloon. The single wall thickness of the inflation balloon was measured along the tear and all measurements met specification. The delivery system handle was flushed through the balloon inflation port, guidewire shaft port, and handle flush port. No leaks were observed other than where the device was cut. The handle was disassembled, and the balloon shaft was further inspected. No abnormalities were observed at the stop sleeve location. The distal section of the cut balloon shaft was flushed while the balloon was pinched closed. No leaks were observed anywhere along the balloon shaft, crimp balloon, and proximal section of the inflation balloon. Additionally, the distal section of the guidewire shaft was flushed, and no leaks were observed anywhere from the guidewire shaft other than where the device was cut. Device history record (DHR) review was performed for the components that are the most relevant to the complaint event and did not reveal any issues that could have contributed to this complaint event. A review of lot history for the related work order revealed no other complaints related to leakage, withdrawal difficulty and valve movement on balloon. Furthermore, a lot history was reviewed on all complaints that used the related balloon lot for the complaint codes burst and leakage which found no other complaints. In addition, product verification (pv) data of all 23mm commander delivery system work orders built around the same time as the work order was reviewed. Equivalence test analysis revealed that the burst pressure for work order was significantly higher than the mean of all other 23mm commander delivery systems. The burst pressure data of all balloon component lots manufactured around the same time frame as the related lot were reviewed. Data analysis revealed that there was no statistical difference between the burst pressure for the related lot and all other balloon component lots. Finally, an ncr review was performed on all commander lots issued balloons from the related lot. No ncrs relevant to balloon leakage were noted. A review of the complaint history from april 2019 to march 2020 revealed other returned complaints for leakage and withdrawal difficulty on the commander delivery system (all models). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The complaints were confirmed but no manufacturing issues were identified in the returned product during engineering evaluation. Available information suggested that procedural factors and/or patient factors may have contributed to the event. Review of complaint history revealed that the occurrence rate did not exceed the march 2020 control limit for the related trend category. A review of the complaint history from april 2019 to march 2020 revealed other returned complaints for valve movement on balloon for the commander delivery system (all models). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The complaints were confirmed. A definite root cause was unable to be determined. However, it is possible that patient factors and/or procedural factors contributed to the complaint event. Neither pra escalation nor corrective actions were required at the time. However, a pra was previously initiated to investigate and document the valve movement on balloon issue and its associated risks and a CAPA was previously initiated to document the investigation and drive corrective/preventive actions as appropriate. Review of complaint history revealed that the occurrence rate did not exceed the march 2020 control limit for the related trend category. During the manufacturing process, the entire delivery system is visually inspected and tested several times. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Instructions for use (IFU), system preparation manual and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. The IFU warns that if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Additionally, to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. The procedural training manual provides guidance on thv retrieval through sheath: thv can be retrieved through sheath only before thv deployment (still crimped), ensure the thv is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward and withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note that the crimped thv aligned on the balloon is larger than the crimped thv off balloon, take care if deciding to retrieve. In addition, do not force the thv into the sheath, if resistance is felt, the thv may be caught on the sheath, stop, advance thv past the sheath tip and ensure thv is centered on the flex tip, and rotate the delivery system before trying again. Retrievability is based on preclinical testing. No IFU/ training deficiencies were identified. The complaints for were confirmed based on inspection of the returned device and provided imagery. A review of the relevant DHR, lot history, and complaint history revealed that it is unlikely that a manufacturing nonconformance contributed to the complaint events. Additionally, a review of manufacturing mitigations supports that the device has proper inspections in place in order to detect issues related to the complaint events. A review of the IFU/training material revealed no deficiencies. There was no note of abnormalities on the delivery system during device preparation, suggesting that there was no issue with the device when removed from packaging. Per the complaint description, ¿valve alignment could not be performed in a straight section of the aorta due to tortuous anatomy. During valve deployment, the balloon did not inflate.¿ as documented in a CAPA and a pra, performing valve alignment in a non-straight section can lead to a build of tension in the system. The subsequent release in tension from flex tip retraction can then cause the valve to move proximally from the alignment marker. A provided image reveals that the valve was not aligned to the distal marker before deployment. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of the valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in unusual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Inspection of the returned delivery system revealed flex tip gouges which are indicative of valve diving and tension in the system. If the valve was not coaxial with the system during alignment and increased force and manipulation was applied to counter the resistance encountered during valve alignment, it is possible for the valve struts to puncture the balloon. Sem imagery of the balloon revealed punctures that appear to have occurred from the proximal to distal end of the balloon, supporting the possibility that the balloon damage occurred during valve alignment. Retrieving a partially expanded valve can lead to retrieval difficulties as the valve has a larger profile that can catch on the sheath. Additionally, if the valve is retrieved at an angle, it can also catch on the sheath tip and lead to withdrawal difficulties. The provided imagery revealed that the esheath was damaged during delivery system withdrawal, likely due to excessive force and manipulation used to retrieve the expanded valve (esheath evaluated under related manufacturing report number 2015691-2020-11717 ). The case notes revealed the following on valve retrieval: ¿his idea, which was to remove the balloon from the valve by pulling it against the e-sheath, let the valve stay and then use another balloon to deploy the valve into the descending aorta. However, it was not possible to get the balloon out of the valve (they also tried maneuvers with changing the e-sheath for a cook sheath and then switched to a new esheath but eventually lost the gw).¿ if the tip of the sheaths were being used to push the valve off the delivery system, it is possible for the valve struts to be caught near the balloon pumpkin and damaged the balloon material. The excessive force and manipulation during the withdrawal attempt could eventually cause a full radial tear to occur on the balloon. Replication testing was conducted, and it was found that if the balloon was scored, a full radial tear with a clean cut could occur, similar to the complaint device. In this case, it is possible the valve struts created a score on the balloon during the withdrawal attempts, that eventually lead to the full radial tear. Based on available information, patient factors (tortuosity) and procedural factors (valve alignment in a non-straight section/withdrawal of a partially expanded valve) likely lead to the reported events. The leakage complaint was confirmed, but no manufacturing non-conformities were found in the returned devices. Available information suggests that procedural factors (valve alignment in a non-straight section) may have contributed to the event. The withdrawal difficulty complaint was confirmed, but no manufacturing non-conformities were found in the returned devices. Available information suggests that procedural factors (withdrawal of partially expanded valve) may have contributed to the event. No labeling or IFU inadequacies have been identified and the trending category did not exceed the control limits. No corrective or preventative actions nor pra are required. The valve movement on balloon complaint was confirmed, but no manufacturing non-conformities were found in the returned devices. Available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in a non-straight section) may have contributed to the event. No labeling or IFU inadequacies have been identified and the trending category did not exceed the control limits. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Regarding the balloon leakage and withdrawal difficulty, since no edwards defect was identified to have contributed to the complaint event, no corrective/preventative actions are required. Regarding the valve movement on balloon, since no edwards defect was identified to have contributed to the complaint event, no corrective/preventative actions are required. Based on a previous pra and the previous increase in valve movement on balloon complaints, a CAPA was initiated to document the investigation and drive corrective/preventive actions as appropriate. The investigation revealed that high tension can lead to valve movement in the proximal direction when the flex catheter is retracted prior to deployment. Global refresher training was provided, emphasizing steps to reduce tension in the system that can lead to valve movement. The CAPA closed on january 10, 2020. The CAPA owner was notified of the occurrence of the complaint. Regarding the balloon leakage and withdrawal difficulty, since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limit, a product risk assessment (pra) is not required. Regarding the valve movement on balloon, since no manufacturing non-conformances or IFU/training manual deficiencies were identified and the complaint rate did not exceed the trend category control limit, no escalation to a pra is required. However, a pra was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. Although this complaint occurred post-corrective action, the threshold for re-escalation established in the pra has not been exceeded. Therefore, no escalation is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI (B)(4). This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the 23mm sapien 3 ultra valve alignment on the 23mm commander delivery system could not be performed in a straight section of the aorta due to tortuous anatomy. During valve deployment, the balloon did not inflate and blood was seen in the atrion syringe. It was decided to remove the whole system but it was not possible to get the system back into the esheath. Another sheath was used to help to get the system out but was unsuccessful (the end of the delivery system was cut and first a cook sheath was advanced and then an esheath). During this process the iliac artery ruptured. A coda balloon was placed into the descending aorta but the patient rapidly declined and died. The vascular injury was caused by the esheath, but most likely due to losing the wire when removing the valve. Also, it was confirmed that the end of the delivery system was cut during removal. As per pre-deco eval, the sheath liner was delaminated. The commander I/c bond is intact. Balloon is cut in half. Images were provided to edwards for review. The images were reviewed by an edwards physician, and per the impression/recommendation from the image evaluation: there was tortuous anatomy. The valve was not fully centered between the markers, that could indicate signs of tension and/or not adequate preparation of the device. At this stage, they might consider not inflating and retrieve the valve. Considering the slight expansion of the valve, leakage might be due to a pin hole. Since the valve was a little bit expanded, it could not be put back to the sheath. It is recommended to have it close to the sheath and take out the whole system while preparing for vascular repair of the iliac femoral artery or to decide for valve deployment in the abdominal aorta and stabilization with endograft or bare stent if the anatomy is favorable.